Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device exhibited a battery communication timeout alarm error message. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on 01-dec-2022: there was no patient involvement.

Manufacturer narrative:
Device evaluation: the pump was received for investigation with a top case cracked on front corner, the bottom case had seal damage, and the left plunger case was damaged. Event history log showed battery communication timeout. The reported issue was duplicated. The interconnect board did not work as intended which caused the reported issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and had no indication of a service issue.